Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery and angiographically there is no evidence of calcification. A 2.75 x 32 synergy drug-eluting stent was advanced for treatment. However, during initial inflation of the stent balloon at 12 atmospheres for a very short time, the balloon ruptured. The device was removed in deflated state and neither the balloon nor a segment of the balloon detached inside the patient after it ruptured. Another device was used to complete the procedure successfully. No patient complications were reported, and the patient condition was good post-procedure.